Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
On 07/14/2025, intuitive surgical, inc. (Isi) received user facility report stating: the metal wire that controls the jaws of the instrument was noticed to be disconnected/severed during the procedure.